Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) and system error 2367, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power 2x to clear them. The tsr then explained that supplies were compromised and the hp would need to start over with new supplies. The hp stated that they were tired and did not want to set back up. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened and to inform her of any missed therapy. The hp understood explanations, cleared the alarms, ended therapy, and would call the rn. The hc was okay. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was used, and the patient extension was not attached prior to priming. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The rn contacted products surveillance's on (B)(6) 2012. During the call, the rn mentioned that the patient had air in the line, but the issue was resolved. The rn stated there was no patient injury or medical intervention associated with the event and that the patient was continuing therapy successfully on the cycler. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; because the home patient (hp) connected an extension to the patient line after priming. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.